Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve. However, the clip failed final arm angle (efaa). The clip was not implanted and was removed. Another clip was implanted, reducing mr to 1. There was no adverse patient effect or a clinically significant delay in the procedure. Efaa was tested outside of the anatomy after the procedure, and it failed efaa. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported unintended movement- clip open- while establishing final arm angle (efaa) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. It is possible that procedural conditions during procedure (tension on the clip, unintended curves/tension place on the device by the user) contributed to the reported user experience; however, this cannot be confirmed. Based on the investigation, a definative cause for the reported unintended movement- clip open-efaa cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na